Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station main drawer 5 failed to open. The field service engineer (fse) opened the back panel, found meds blocking the sensor, and removed the obstruction. The fse confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.